Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the pt had lost stimulation approx 3 months ago. The pt underwent a surgical procedure and his ipg was explanted and replaced. The pt was receiving effective stimulation postoperative.